Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal therapy. The patient experienced peritonitis on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012 and was discharged on (B)(6) 2012. No further information was reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd890541 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.